Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019, that the display device showed a transmitter failed error on (B)(6) 2019. No additional patient or event information is available. Data was returned and evaluated. The problem could not be confirmed. The root cause could not be determined